Event description:
Event: placement of stent in graft. Event details: approximately 360 degrees of wire wrap was encountered. Wall stents were placed bilaterally. The graft was successfully implanted.